Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed drainage from the midsternal and pocket incision in early-(B)(6) 2014. The patient was hospitalized in late-(B)(6) 2014 and started on antibiotics. In early-(B)(6) 2014, the patient developed thrush (oropharyngeal candidiasis) which is a medical condition in which a fungus called candida albicans overgrows I the mouth and throat. Additionally, the patient was treated for an allergic reaction to the antibiotics. In early-(B)(6) 2014. The patient was presented back to the electrophysiology (ep) laboratory anda pocket revision procedure was performed due to infection.